Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients, all patients went offline. The issue resolved on its own after approximately four minutes. Spacelabs healthcare technical support advised the caller to reach out to their internal biomed and network teams to investigate the source of the outage. The customer has declined further support. No further information has been provided by the customer.